Event description:
Information was received from a health care provider (hcp) via a consumer regarding a patient receiving intrathecal fentanyl via an implantable pump for spinal pain. It was reported that the patient stated that the pump was removed 6-7 years ago due to infection. The patient provided that fentanyl was the drug at the time of the explant. Technical services (tss) emailed update to device registration (drs). Information was received from a patient receiving fentanyl via an implantable pump for spinal pain. It was reported that the pump and catheter were removed about 10 yrs ago because there was a hole and the pump got infected and the hcp removed everything. The patient stated there was an mdt representative present for the surgery but she does not recall who the rep was.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2013, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 07-dec-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.